Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white main body of the twist clamp on a minicap transfer set cracked after being in use on the patient for two months. The set was in use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.